Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states that the insulin pump was exposed to moisture. It also stated that the type of moisture was water. Customer reported that the moisture exposure occurred was sweat. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device passed displacement test and self test. The device was received with high stop current due to corroded electronic assembly. The device was received with cracked case at the display window corners, minor scratched display window and scratched case.